Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patients parent reported that on (B)(6) 2024 their child experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the arm. On the morning of (B)(6) 2024, the patient began feeling unwell. Throughout the morning, her dexcom g7 device consistently showed her blood glucose levels holding steady around 8.8 mmol/l. However, her symptoms quickly progressed, leading to vomiting and abdominal pain. Concerned that something more serious was occurring, they went directly to the emergency room (ER) at(B)(6) hospital (B)(6). After being admitted to the ER, labs were taken and revealed her actual blood glucose level was 30.9 mmol/l, which was later confirmed with her personal manual meter. Despite the dexcom readings, she was diagnosed with diabetic ketoacidosis (dka). Her diabetes team reviewed her blood glucose history and application of the device, ruling out any significant patient error. After discovering the discrepancy, they attempted to replace the sensor, but the replacement sensor failed on insertion. There was no information provided about the medical intervention at the hospital nor the treatment provided. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.